Event description:
It was reported a patient underwent a graft procedure on an unknown date in 2023 and suture was used. During procedure, the surgeon noticed after completion before closure that two of the suture strands had broken. He had to remove the two that broke . No further information was provided. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: left behind elegits. Unknown if any samples are available. Additional information has been requested and received. Attempts to obtain the device have been made. Can you identify the lot number of the product that was used? Smmmdz. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please specify what type of graft procedure? Please advise what was meant by: ... Left behind elegits. Was there any adverse consequences to patient? Note: events reported via: mw# 2210968-2023-10186. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please specify what type of graft procedure? Aortic graft. Please advise what was meant by: ... Left behind elegits. Pledgets were left behind when the suture broke. Was there any adverse consequences to patient? No adverse consequences that we have been made aware of. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to the product code hs6857h. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information: h6 health effect - clinical code.